Manufacturer narrative:
Age at the time of event - 18 years or older.

Event description:
Reportable based on device analysis completed on 30-aug-2018. It was reported that the coil stuck in the catheter and interlocking arm got separated. The target lesion was located in the moderately tortuous and mildly calcified brachiocephalic artery (ba). A 18mm / 40cm interlock-35 was selected for use. During procedure, after bypass was completed, viahbahn was placed; however, blood flowed in the aneurysm and so coiling was started around the viahbahn and into the aneurysm. After placing a 20mm diameter interlock, the physician tried to additionally place the 18mm interlock, but the coil got stuck midway and was pulled out. The interlocking arm got disconnected midway of the catheter and remained in the catheter. The coil was then removed together with the catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, device analysis revealed that the interlocking arm was detached and not returned. A coil was returned for this complaint; the delivery wire and the introducer sheath were not returned. The returned coil was visually inspected and was found stretched and the interlocking arm was detached and not returned. The coil fiber bundles had blood residues on them. No more damages were found in the coil. Microscopic inspection of the coil observed that the zap tip has a smooth surface. The coil dimensions that could be measured were inspected and were within specification.